Manufacturer narrative:
At the visit on site the territory manager (tm) reviewed the error logs and discovered that the e4 reading had increased significantly at the point that the errors were occurring. The tm replaced and calibrated the board. The board was received for evaluation. The board was tested and shows no issue during testing, all readings are in the expected ranges and no further issues can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported an energy message during lasik treatment; the surgeon was required to continually hit the foot pedal through out treatment. The surgery was completed with our further issues and the patient was seeing (B)(6) 2015 post operatively.